Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent tvh/bso anterior,posterior repair due to stage iii pop, cystocele, rectocele. It was reported that the patient underwent vaginal revision with hemostatic suturing on (B)(6) 2010 due to acute bleeding of vaginal eptithelium. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also reported that the patient underwent a gynecological procedure on 03/10/10 and cook surgisis was implanted in the patient.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with perineorrhaphy and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress incontinence, intrinsic sphincter deficiency, incomplete bladder emptying, recurrent bladder infections, difficulty urinating, abnormal urine stream, urinary tract infections, extrusion and urinary frequency. It was reported that the patient underwent transvaginal excision of vaginal mass and cystourethroscopy on (B)(6) 2010 at (B)(6). It was reported that the patient underwent pubovaginal sling using autologous rectus fascia and cystoscopy on (B)(6) 2010.